Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 408 mg/dl, which was addressed with a manual injection. Reportedly, the customer was treated with an insulin drip, IV fluids and given medication at the emergency room (ER) for this issue. The customer's bg level was 350 mg/dl, upon arrival to the ER, and 250 mg/dl when released and stated 'feeling better". It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.